Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
During a clinical trial, it was reported that a (B)(6) female patient underwent an atrial fibrillation (afib) ablation procedure with a qdot-micro, bi-directional, d-f curve, c3 split handle on (B)(6) 2021. The patient experienced an aphasia/cerebrovascular accident. Aphasia: event start date (B)(6) 2021 with an alert date of (B)(6) 2021. The event is considered serious and severity was noted as severe. The patient was admitted to a hospital from (B)(6) 2021 to discharge date: (B)(6) 2021. Per the study investigator the relationship to study device is not related. Outcome was reported as recovered/ resolved with sequelae. The relationship to the study procedure was assessed as not related. Since the study investigator assessed the relationship to the study device and study procedure as not related, the aphasia adverse event was assessed as not a MDR reportable adverse event. On (B)(6) 2021 an update was received stating the study investigator considers the aphasia as related to the procedure. Since the study procedure was assessed as related, this adverse event was re-assessed as a MDR reportable cerebrovascular accident. The awareness date for this reportable adverse event is (B)(6) 2021.

Manufacturer narrative:
Additional information was received on 14-feb-2022, reassessing the cerebrovascular accident ¿aphasia¿ adverse event relationship from the study procedure of "related" to "not related" and the event has been "inactivated". Therefore, not a reportable event. Manufacturer's reference number: (B)(4).